Event description:
Customer reports that insulin pump fell out of purse and fell off balcony, causing insulin screen to be cracked and have a blank display. Customer states that there were squiggly lines across display screen. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with completely cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.